Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event of no image. The device was tested with other scopes and passed all video output functional tests. The device switch and software are up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera iii video system center does not display an image. Customer took pictures of the cable before disconnecting the old device. After the device was repaired and reconnected, there was still no image on the device. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and the issue not reproduced in the repair department, the malfunction likely occurred due to liquid residue or dust attaching on the electrical contacts between the scope, or a loosened cable may have interfered communication temporally. This issue is addressed in the instructions for use (IFU): "¿ properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.